Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention took place where the ipg was explanted to address the issue. The explant date is unknown, and it is unknown how the infection was treated. Another surgical intervention took place on (B)(6) 2023 with the placement of an ipg and extensions.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.